Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: during use, the tip of the active blade was torn. It occurred during trimming of the duodenum. The broken tip could be retrieved right away. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).